Event description:
Surgeon attempted to use the perclose device to seal an artery. Unable to seal the vessel. Three separate perclose devices were attempted, without achieving hemostasis. Eventually, pressure was held on the vessel to stop the bleeding. Manufacturer response for device, hemostasis, vascular, perclose proglide (per site reporter). Manufacturer to send replacement proglide devices. Asked additional questions regarding event. Currently collecting information from the surgeon involved.